Event description:
While servicing the device, the manufacturer's service technician reported the ventilator failed initial testing. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The service technician replaced the 3 station solenoid to correct the problem. If the solenoid malfunctions as reported, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. Performance verification testing was completed and passed to operating specifications.